Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported cardiac arrhythmia cannot be conclusively determined through this investigation. Review of the log file data provided by the account confirmed low flow alarms; however, a specific cause cannot be conclusively determined through this investigation. The controller event log file contained data spanning from (B)(6) 2019 at 17:26:55 to (B)(6) 2019 at 14:38:59, per the timestamp. Low flow events were captured on (B)(6) 2019 beginning at 17:27:46. The low flow events occurred when the estimated flow was calculated to be below the threshold of 2.5lpm. A total of 21 low flow events persisted for 10 seconds or more, activating low flow alarms. No other notable vad-related alarms were recorded, and the pump appeared to have been operating as intended. The patient was admitted to the center on (B)(6) 2019 due to ventricular fibrillation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further events have been reported at this time. Additional information was requested from the account; however, none was provided. The heartmate 3 lvas IFU lists cardiac arrhythmia as an adverse event, as well as a potential late postimplant complication that may be associated with the use of the heartmate 3 left ventricular assist system. This document explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and notes that changes in patient conditions can result in low flow. The IFU describes all system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's date of birth and age were not provided. The patient¿s gender was not provided. The patient¿s weight was not provided. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2019 for ventricular fibrillation (vf) and alarm log only displayed back to yesterday due to frequent low flow alarms while in vf. During the analysis of the log file the patient experienced a stretch of low flow alarms; however, the flows have returned within the normal parameters. There were no other unusual events seen within the log files. Additional information was requested but not provided.